Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06036290 that an ar-7800 fibertape cerclage tensioner had an issue. The tip of the device is fraying the sutures. The case was completed by swapping for another device. This was discovered during an unspecified procedure, with no reported adverse event or patient harm. Additional information received on (B)(6) 2023: this was discovered during a reverse fracture procedure on (B)(6) 2023. A quantity of two ar-7800 fibertape cerclage tensioners was used and right where the tape came out of the tensioner it was frayed by the tensioner.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.